Event description:
The customer reported a system message occurred during set up. One patient was prepped and the case was cancelled. The patient recovered in post-op for about one hour. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the error message reported. The IV board was replaced and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional reportable information becomes available.